Event description:
Physician reported "breast pain due to rupture of device". Device has been explanted. This relates to the left side

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is not related to the device. Rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell as inconclusive. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed. Visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported "breast pain due to rupture of device". Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Continued h6 health effect impact code: f2203- imaging required. Device photo analysis: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.